Event description:
The customer reported to philips healthcare that the battery compartment became loose in the heartstart xl+. As a result, it did not make contact and the device turned off on its own. It happened while transporting a patient to the cicu. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.